Event description:
It was reported that the patient experienced a motor vehicle accident in (B)(6) of 2019 which caused the atrial lead to dislodge. The pulse generator was then programmed to do settings. On (B)(6) 2019, the patient presented to the (B)(6) medical center for the first time for a pulse generator check where the dislodgement was again noted. On (B)(6) 2019, the patient presented to the hospital for a device upgrade and atrial lead revision procedure. The atrial lead was then explanted and replaced. The patient did not report any adverse event due to the lead dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the patient was in stable condition before, during, and after the lead revision procedure.